Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative result of a patient sample when tested with biotestcell 3 on tango infinity. The customer stated that the specificity of the known antibody is anti-k. The customer returned the supposedly defective product biotestcell 3 for investigational testing and also the patient sample that had caused a false negative test result. The customer also returned the anti-human globulin (ahg) anti-igg solidscreen ii. At the time we received the customer's biotestcell 3 sample the supposedly defective product was already expired. Therefore our quality control laboratory tested the patient sample with their retention sample of the current lot of biotestcell 3 and the ahg anti-igg solidscreen ii returned by the customer on tango infinity. The patient sample yielded a correct positive result with the kell positive cell #2 of biotestcell 3. Additionally the customer's ahg anti-igg solidscreen ii of customer was tested for potency and specificity and met all acceptance criteria. During its shelf life the retention sample of the supposedly defective biotestcell 3 lot was tested with different samples and controls on tango infinity, e.g. Anti-k from an interlaboratory test. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of both allegedly defective lot. The affected tango infinity was inspected by our field service engineers and found to be working within specifications.